Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing impedance and it was incapable of sensing. It was further reported that the tip of the ra lead was fractured. Reprogramming occurred. The ra lead was capped. No patient complications have been reported as a result of this event.